Event description:
It was reported that during a pta/stenting treatment procedure involving the left superior femoral artery, the stent had deployed while advancing over the guidewire out side of the pt. Consequently, the stent had never touched the pt. A second attempt was made however, the result was the same. The physician believes the guidewire involved was the cause of the premature deployment of the stents. Another type of stent was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. Same as manufacture #6000093-2004-00365.